Event description:
Ten years following intraocular lens (iol) implant surgery, a surgeon reported a pt with decreased visual acuity. The surgeon had noted glistenings in the iol one year ago. He noted that the pt's visual acuity has now decreased. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l information was requested on 06/17/2009, 06/19/2009, 06/22/2009, and 06/30/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 07/15/2009.